Manufacturer narrative:
Bleeding is a known and anticipated adverse effect associated with sensor insertion / removal since an incision is made during the procedure. It was reported that the patient had an appointment with hcp for sensor removal and re-insertion on (B)(6) 2024 and the hcp probably went too deep to extract the sensor resulting in bleeding. The patient is diabetic and noticed it only after going back home. The patient decided to visit an emergency room where the doctor gave one suture and prescribed antibiotics for six days and twelve hours. No infection was diagnosed and the antibiotics medication was given just as a precaution. The patient is currently using the eversense e3 cgm system with a new sensor that was inserted on the same day of the incident. This incident does not require any further investigation.

Event description:
On september 12, 2024, senseonics was made aware of an incident where patient went to emergency room because of excessive bleeding at the sensor removal site. Patient had an appointment for removal of old sensor and implantation of new one on (B)(6) 2024. According to the user, the hcp probably went too deep to extract the sensor and after she came back home, she noticed bleeding from the removal site. The patient overall felt fine, but decided to go to emergency room where antibiotics was prescribed as precaution.